Event description:
It was reported that the patient was experiencing inadequate stimulation due to lead migration which was confirmed through an x ray. The patient underwent a lead revision procedure and was doing well postoperatively.

Manufacturer narrative:
Block b3: exact date unknown, event occurred a week from the date manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads upn: m365sc2317500; model: sc-2317-50; serial: (B)(6); batch: 5083910.